Event description:
It was reported by service report that the footboard lids had cracks on the hinges or fee off and left behind sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lid.